Manufacturer narrative:
Phone communication and email provided to nurse manager with the following information: excerpt from the log files related discussion today. Nurse manager noted a request for information regarding desat alarms on (B)(6) 2014 at approximately 22:04:05 pcu2 ¿ bed 19 (1w19) - (B)(6) 2014 - log excerpt: 22:03:23.671 (B)(6) 2014 : 1w19 red alarm sound -bed, 22:03:25.218 (B)(6) 2014 : 1w19 alarm *** desat 79 < 80, 22:03:25.437 (B)(6) 2014 : 1w19 red alarm sound -bed, 22:05:01.921 (B)(6) 2014 : 1w19 red alarm sound -bed, 22:05:03.125 (B)(6) 2014 : 1w19 alarm *** desat 79 < 80, 22:05:03.656 (B)(6) 2014 : 1w19 red alarm sound ¿bed. From the information above a desat alarm was announced at 22:03 and a desat alarm was announced approximately 2 minutes later at 22:05. As noted by the nurse manager, the nurse silenced the alarm from the bedside monitor, which is consistent with information noted in the logs. As the alarm was not silenced at the central station, there is no entry in the log to indicate that the alarm was silenced. In addition, if the device is configured for latching, and the desat condition cleared on its own, there would be no entry in the log because the condition cleared and did not require silencing. Based on the available information, no product malfunction occurred. No further investigation/action is warranted at this time.

Event description:
The customer contacted the solution center inquiring if alarm logs could be pulled longer than 48 hours. There was no allegation of a device malfunction. The customer requested alarm data information only. Per information from nurse manager, the patient¿s daughter alleges that an alarm condition occurred and it took clinical staff 40 minutes or longer to respond. Nurse manager wanted to know when the alarm sounded and what time and if anyone silenced or did anything with the alarm during date range from (B)(6) 2014 ((B)(6) on pcu2). This is being reported as a serious injury. No further information is available.